Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified .per the package insert, loosening and pain are known adverse effects of the system, however, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices - persona cemented stemmed tibial component size d catalog #: 42532006701 lot #: 63749671, persona posterior stabilized articular surface left 14mm catalog #: 42511400514 lot #: 62927825. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address pain and aseptic loosening of the femoral component. The surgeon believed that the primary component may have been too large and that the cement was well bonded to the component, however, was removed easily.